Event description:
The company was notified that the patient presented with an infection several months ago. Two surgical revisions were performed to clean the infected area under general anesthesia. The patient was treated with an antibiotic (type unknown). Additionally, it was reported that the implant had extruded. The patient underwent two plastic surgeries to create a new flap to avoid total extrusion of the device. However, due to the infection, the surgeon has decided to explant the device.